Event description:
The patient complained of stinging sensation during electrotherapy treatment. The clinician did not provide patient treatment details or device configuration.

Manufacturer narrative:
Device for export only. Awaiting return and evaluation of the device. Once the evaluation is complete, the FDA MDR will be updated with the findings.